Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she is pregnant. The customer stated that there is a crack in the case. The customer stated that the crack is near the display. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No failed battery alarm noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.